Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that the root cause was unable to be determined. It was suspected that the inaccuracy was due to using a perc pin while operating in the thoracic spine, but analysis could not confirm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm 10, fdr 213, fdc 67 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that during a minimally invasive spinal fusion, the surgeon felt inaccurate in depth. The amount of alleged inaccuracy was about 1 cm. The surgeon was using a perc pin and navigation t6-t10. Their workflow was to take a spin, and used the universal drill guide, awl, and thoracic probe, it is unclear if teratracker or navlock instruments were used, and then a k-wire was placed. The surgeon checked with fluoro and the wires appeared lower. The surgeon re-spun and the wires were confirmed low. Navigation was continued to be used to place the screws. Some of the screws were also low. At this point, the surgeon opened the patient up and revised the screw placement freehand. It is noted that the inaccuracy is likely due to the surgeon was working at a distance from where the frame was anchored. A hip pin was being used for this case. Images were noted to be good quality. The procedure was delayed by about 30 minutes and there was no impact to patient outcome.